Event description:
It was reported that an occlusion alarm occurred and that the cartridge was leaking from the o-ring. Customer changed pump supplies to address the issues. Reportedly, the customer went to the emergency room with a blood glucose (bg) level ranging from 647 mg/dl to "high" and a high ketone level identified as dangerous by healthcare provider. It was reported the customer experienced mild kidney injury as a result of elevated bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was discharged on (B)(6) 2024 with the issue resolved and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.